Event description:
It was reported by field safety technician (fst) during preventive maintenance that cardiosave intra-aortic balloon pump (iabp) detected a leak in the pim. No patient was involvement.

Manufacturer narrative:
Due to character limitation in e1,full initial reporter: david santamaria vidal updated: b4, b5, b6, b7, d5, d9, d10, e1 (initial reporter, event site email), e2, e3, e4, g2, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation finding, component codes, health effect ¿ impact codes and investigation conclusions) and h11. Fse replaced the pneumatic module assy and performed a checkup and functional test, which was correct.

Manufacturer narrative:
Due to character limitation, below field are added from e1, event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not working.